Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation alleges patient suffers from pain. Update patient was revised to address taper corrosion of the right total hip prosthesis. Revision notes reported patient continued to experience pain and discomfort. Extensive necrosis of periprosthetic tissue were seen including 30% of abductor muscle. Significant discoloration/metallosis was also noted about the head/neck interface. Doi: (B)(6) 2010 - dor: (B)(6) 2015 (right hip).